Event description:
During peripheral procedure/surgery the steelcore 18 wire tip separated and was noted to be separated at the transition point upon entering the body. All pieces of the wire were removed, none remained in the patient's body. Ref. 1003282 0.018" 300cm. Ref MFR#: 2024168-2016-02504.